Event description:
Medtronic received information regarding a navigation system. It was reported that the device did not recognize the optical locator. Additional information was received stating that the reported issue occurred during an unknown procedure. There was a delay but is unknown how long. The procedure was completed in axiem mode. There was no reported impact to the patient. The site verifies that they cannot register because there was no follow-up of the patient reference or instruments. A spare camera was requested to continue with the diagnosis.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. Remote diagnostics found that the camera was not working. The optical tracker did not detect. There was a camera bump detector on the battery fault. Storage temperature was exceeded. The camera was replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.